Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user and spouse reported a high blood glucose (bg) reading that had persisted for over two hours. A fingerstick measured 309 mg/dl, while the ilet displayed ¿high.¿ the user, wearing a dexcom g7 continuous glucose monitor (cgm), attempted a calibration that failed, prompting a sensor replacement. The agent verified no other alerts and guided the user through an infusion set change after confirming the cannula was intact. Insulin delivery resumed normally. A follow-up on (B)(6) 2025 confirmed bg had decreased to 278 mg/dl and continued trending downward. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected after the infusion set change. No symptoms were reported, and no medical intervention was required at the time of call.